Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be performed because the part and lot number were not reported, and the device was not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with calcified patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3 - date of event: estimated.

Event description:
It was reported that this was a closure of an unknown vessel using a proglide device. Reportedly, as part of a marketing survey, a physician mentioned that the suture tore because the vessel was heavily calcified. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.